Event description:
There was a complaint of questionable gluc3 results for 3 patients tested with a cobas 8000 c502 module. The questionable results were reported outside the laboratory. The results were questioned by physicians and repeated. Patient 1¿s initial result on (B)(6) 2021 was 28 mg/dl; the repeat was 90 mg/dl. Patient 2¿s initial result on (B)(6) 2021 was 16 mg/dl; the repeat was 81 mg/dl. Patient 3¿s initial result on (B)(6) 2021 was 36 mg/dl; the repeat was 84 mg/dl. The customer stated at least one data flag was present. It is unknown which result(s) was or were flagged. The customer believes the repeated results to be correct. The lot number and expiration date of the gluc3 used were requested, but not provided.

Manufacturer narrative:
The customer declined to provide calibration or qc data. The customer stated that calibration and qc were acceptable at the time of testing. The field service engineer (fse) found the sample probe cover was broken and replaced it. Calibration and qc checks were run and met acceptance criteria. The service actions resolved the issue. No further issues were reported.